Event description:
The customer reported, the workstation will not boot up and system displays an iris pot error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable, cleaned and lubricated the collimator iris. System operates as intended. (B) (4).